Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate defibrillation therapy. Upon interrogation, it was noted that there was persistent baseline noise which may be due interference from left ventricular assist device (lvad). The first episode was recorded a couple weeks after the lvad was implanted. Programming changes were done to resolve the oversensing. Patient condition was stable.